Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempt was made to obtain complete event information and patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient underwent surgical intervention, wherein the pg was explanted for an unknown reason. Date of explant is unknown.